Event description:
The pt was revised because of malalignment of the tibial tray and femoral component. The tibial tray was in varus and the femoral component was internally rotated.

Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided info states mal-positioning of the devices were contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.